Event description:
This case was reported by a lawyer via a tolling agreement, and described the occurrence of an unspecified injury in a female patient who used poligrip (formulation unknown) as a denture adhesive. A physician or other health care professional has not verified this report. On an unknown date, the patient started poligrip. At an unknown time after starting poligrip, the patient experienced an unspecified injury. At the time of reporting, the outcome of the event was unknown. Follow up information received via medical records on 12/10/2009. On (B)(6) 2008, the patient experienced a low copper level. On (B)(6) 2008, the patient experienced a high zinc level. At the time of this report, the outcome of the events was unknown. Follow up information was received via medical records on 02/10/2010. This case was upgraded to medically serious. The patient was evaluated by a neurologist for her symptoms on (B)(6) 2008. He diagnosed her with "myelopathy with both clinical and radiologic pathology in her posterior columns." The symptoms of numbness in fingers and hands had started in (B)(6) 2007 and progressively worsened. She started using a walker for ambulation in (B)(6) 2008. The neurologist also noted that the patient has severe copper deficiency with a level of 26 mcg/l (normal is above 510 mcg/l). Zinc level was elevated to 2061 (normal 700-1200). Treatment with copper supplementation was started. She also had vitamin b-12 deficiency. Lab values improved in (B)(6) 2008 with copper of 550 (normal 510-1610 ug/l). Her low hemoglobin, hematocrit, red and white blood cells improved also after copper treatment.

Manufacturer narrative:
Manufacturer's comment: the manufacturer's report number for this case is (B)(4). Super poligrip is manufactured in (B)(4), and neither the product nor lot number for this product is available. (B)(4).